Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumb ring broke. There was no stone inside the basket when the thumb ring broke. The procedure was completed with another trapezoid rx basket. There were no serious injury nor any adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumb ring broke. There was no stone inside the basket when the thumb ring broke. The procedure was completed with another trapezoid rx basket. There were no serious injury nor any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). One trapezoid retrieval device was received for analysis. Visual evaluation found the thumb ring was detached from the handle. The thumb ring and handle shows coincident marks that indicate proper assembly during manufacturing process. It is most likely that during the handling of the product the thumb ring could have received tensile and/or compressive force applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Therefore, the investigation conclusion code for this event is cause traced to component failure, since the failure was an expected or random component failure without any design or manufacturing issue. The device history record review found the device met all manufacturing specifications.